Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a tear drop-shaped clip was formed at the first firing. The device was used on the blood vessel. The deployed clip was formed as intended at the 2nd firing, and the same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.